Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A (B)(4) bluetooth device pairing test was performed and passed. A transmitter functional test was performed and passed all relevant tests. Data was received but does not reflect full investigation window. Confirmation of the allegation and a probable cause could not be determined.  No injury or medical intervention was reported.